Manufacturer narrative:
Clinical review: there is a temporal relationship between peritoneal dialysis and utilization of the liberty select cycler with cycler set and the patient event of peritonitis with mssa bacteremia. However, there is no documentation in the complaint file to show a causal relationship between the adverse event and use of the liberty select cycler and cycler set. Additionally, there is no allegation of a device malfunction or deficiency, or cycler set defect reported for this event. The patient reportedly was diagnosed with mssa bacteremia which was documented as being caused by peritonitis. The pd culture was negative, but it is unknown if the patient was administered antibiotics prior to the culture being obtained. ¿unfortunately, pd-fluid cultures do not always yield an organism in patients with clinical findings of peritonitis. The most common cause of culture-negative cases is initiation of antibiotics before cultures are obtained with other causes being infection with fastidious bacterial organisms, acid-fast bacilli (afb), or fungal organisms.¿ the cause of the peritonitis event is unknown. Although the culture was negative, the blood culture showed mssa. ¿s. Aureus is a colonizer of mucous membranes, skin, and gastrointestinal tract, carried by up to 80% of the population.¿ the patient did have adhesions requiring surgical removal which could have been the original source of the peritonitis or, there could have been a contamination event by the patient. ¿most cases of peritonitis are caused by touch contamination by the patient with the pd catheter being a source of entry for organisms into the peritoneum.¿ based on the available information and no allegation or evidence of a malfunction, deficiency, or defect, the liberty select cycler and liberty cycler set can be excluded as the cause of the patient¿s reported peritonitis event with mssa bacteremia. The plant investigation is in process. An MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient being in the hospital for a pd catheter (not a fresenius product) replacement due to scar tissue around the catheter. During the hospitalization the patient was diagnosed with an infection (unspecified). Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient went to the hospital on (B)(6) 2026 and was admitted with a diagnosis of peritoneal dialysis catheter dysfunction. The patient was scheduled for reposition of the dialysis catheter, and for laparoscopic enterolysis to be performed during the repositioning. During the hospital admission, the patient had labs drawn. The patient was diagnosed with methicillin-susceptible staphylococcus aureus (mssa) bacteremia (blood culture). On (B)(6) 2026 the patient underwent dialysis catheter reposition and the laparoscopic enterolysis. On (B)(6) 2026 the patient¿s pd drain showed high neutrophils and white blood cells (wbc) (no values provided). The pd culture was diagnosed as culture negative. The hospital records documented that the source of the blood infection was caused by peritonitis, but there was no definitive answer. The patient was administered intraperitoneal (ip) cefazolin (dose unknown) daily through (B)(6) 2026 and intravenous (IV) dosing of cefazolin outpatient (dose, frequency, and duration unknown). The patient was discharged on (B)(6) 2026. The patient continued to complete ccpd during the hospitalization. No information pertaining to the cause of the peritonitis event was provided.